Event description:
It was reported that the pk dissecting forceps instrument had broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on the system and determined the motion to be intuitive. The distal end of main tube has a section with light scraping. Material has been removed from one side of the tube. This is consistent with the use of a defective cannula. Electrical continuity passed. No other damage found. This site has been requested to return all cannulae. A follow up MDR will be filed upon receipt and evaluation of cannulae.